Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The device was also received with moisture damage on the motor, battery tube and vibrator assemblies. No constant tone or unexpected vibrating during testing.

Event description:
The customer reported via phone call that the insulin pump was dropped in a sink full of water. Customer stated the insulin pump started vibrating without an alarm or alert and had a constant tone. She could see moisture in the lcd screen. Blood glucose value was 331 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.